Event description:
Same case as: 2134265-2015-00678 and 2134265-2015-00679. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion located at the left circumflex artery by performing percutaneous coronary intervention. During the procedure, the motordrive unit failed to perform automatic pullback. Then the physician performed an automatic pullback from the ilab and it worked. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).